Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during a total gastrectomy, the jaws of the device would not reopen while applied to tissue. To remove the device from the tissue, the surgeon resected the tissue directly adjacent to the jaws of the device. Another device was used to continue the procedure, and there was no pt harm.